Event description:
After a "sad", operation, it was noted that there were 2 small skin blisters observed on one side of the wound (portal), no cannula was used. They state that the electrode does not appear to be faulty. Further, the theater staff commented that the blisters may be a result of an "iodine allergy".